Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2012, it was reported that this patient's lead was replaced during her generator revision surgery on (B)(6) 2012, because, a lead discontinuity was noted in one of the leads during mobilization of the pulse generator the most recent diagnostic results available were from (B)(6) 2012. It was unknown if the lead was discontinuity occurred during surgery or prior to surgery. It was stated that the patient's generator was initially revised because the patient reported feeling more seizures coming on. This report of increased seizures and generator revision is captured in MFR report #1644487-2012-01846. The explanted lead was returned on (B)(4) 2012. An analysis was performed on the returned lead portion. The majority of the lead assembly (body) including the electrodes was not returned for analysis and therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portion of the device. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.